Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 50 mg/dl. Current blood glucose was 130 mg/dl. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device. Unomed inf set, frn-mmt-332-rsvr.